Event description:
Provider spoke with (B)(6) in customer service ext (B)(6) to advise that the camber tube is stripped where it connects to the chair. Provider hung up before any additional information could be obtained. Serial number does not pull up in our system but user advised the chair is a reveal.